Event description:
It was reported that a CT scan confirmed that a leg of a vena cava filter had perforated the vena cava. The patient was asymptomatic. The filter was successfully retrieved. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The event investigation is currently underway.